Event description:
It was reported that the patient had low impedances. In turn, surgical intervention took place wherein the ipg was replaced to address the low impedance. The low impedance was not resolved. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.